Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. No viscoelastic is observed in the nozzle or the tip. The plunger has been advanced over the lens. The lens is still in the loading area. The trailing haptic folded in on the optic surface. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was indicated. A plunger override was observed. The root cause is related to a failure to follow the dfu. Inadequate viscoelastic was observed in the device. No viscoelastic was observed in the nozzle of the tip. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular (iol) lens implant procedure, the plunger was "sticky" and overrode the iol. There was patient contact, but no patient harm.